Manufacturer narrative:
Product code: dre. PMA/510(k)#: k142301. This event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Per journal article: "removal of active-fixation coronary sinus leads using a mechanical rotation extraction device"; 'immediately after lead extraction, 1 patient developed pericardial tamponade and required surgical intervention. After establishment of cardiopulmonary bypass, a 5-mm sharp cut in the lateral vein of the coronary sinus was identified. The lesion was fixed and the patient survived.'

Manufacturer narrative:
PMA/510(k)#: k142301. Investigation summary: the complaint was initiated from a literature review. The complaint device was not available and therefore not returned for a physical investigation. A specific device was not assigned to this complaint. The device history record was not reviewed as no lot numbers were provided. This is a known complaint mode and will be monitored per the complaint handling and post market surveillance processes.